Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was cut. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set was damaged. There was no patient involvement. No additional information is available.